Event description:
It was reported the radiopaque marker detached from this introducer sheath during entry for an abdominal drainage procedure. A cut down was performed and the detached marker was successfully retrieved with a snare. The procedure was rescheduled and successfully completed four days later without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Pt anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.